Manufacturer narrative:
Manufacturer ref# (B)(4). Initial reporter occupation: other health care professional, but referred to as principal investigator. PMA/510(k): k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: patient is a (B)(6)-year-old female enrolled into preserve on (B)(6) 2016 who had a cook gunther-tulip vena cava filter placed the same day for contraindication to anticoagulation due to upcoming surgery. On (B)(6) 2018, the patient had an outpatient upper gastrointestinal (gi) endoscopy that revealed a foreign body (wiring, that based on previous CT appears to be ivc filter protruding into the lumen of the duodenum) was found in the second portion of the duodenum. Duodenum otherwise normal. Patient was assessed as serious and definitely related to the filter. Patient outcome: patient had consultation with vascular surgery the same day ((B)(6) 2018). Patient had no acute signs of duodenal perforation or upper gi bleeding and several chronic symptoms that may be due to graft-versus-host disease (gvhd) vs. Bowel dysmotility, but are less likely caused by the ivc filter erosion. No urgent surgical recommendation was given. Patient was seen on (B)(6) 2018 by gi doctor who ordered lower extremity ultrasound- no dvts found. Filter was successfully removed on (B)(6) 2018 with no complications.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the filter was found protruding into the lumen of the duodenum approx. Two years after placement. The filter was successfully removed two months later with no complications. The tulip filter was not returned and no imaging nor the patient¿s medical records were provided. Therefore, based on the very limited information provided it would be inappropriate to speculate at what may or may not have caused the filter to protrude into the duodenum two years after placement. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: other health care professional, but referred to as principal investigator. PMA/510(k): k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: patient is a (B)(6)-year-old female enrolled into preserve on (B)(6) 2016 who had a cook gunther-tulip vena cava filter placed the same day for contraindication to anticoagulation due to upcoming surgery. On (B)(6) 2018, the patient had an outpatient upper gastrointestinal (gi) endoscopy that revealed a foreign body (wiring, that based on previous CT appears to be ivc filter protruding into the lumen of the duodenum) was found in the second portion of the duodenum. Duodenum otherwise normal. Patient was assessed as serious and definitely related to the filter. Patient outcome: patient had consultation with vascular surgery the same day ((B)(6) 2018). Patient had no acute signs of duodenal perforation or upper gi bleeding and several chronic symptoms that may be due to graft-versus-host disease (gvhd) vs. Bowel dysmotility, but are less likely caused by the ivc filter erosion. No urgent surgical recommendation was given. Patient was seen on (B)(6) 2018 by gi doctor who ordered lower extremity ultrasound- no dvts found. Filter was successfully removed on (B)(6) 2018 with no complications.